Event description:
Brush broke off from the handle after ten second [device breakage] no adverse event [no adverse event]. Case description: a (B)(6) year old male consumer reported that while using an oral-b rechargeable toothbrush, version unk the oral-b flexisoft brushhead broke off in his mouth after ten seconds. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with batch retain testing or product investigation at this time. Full eval will occur upon receipt of the returned product.